Event description:
It was reported that the patient attended the clinic in (B)(6) 2013, reporting that her processor was intermittent. All of the external equipment was replaced but she reported that she could hear still some static. Reprogramming was held on (B)(6). After which the patient left without any issues with the sound quality from her audio processor. However on (B)(6), the clinic was contacted again as the audio processor had shut off again.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.